Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, crease fold, red particles on thew surface of the shell, part of the shell is missing. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: a2, d9, h3, h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.